Event description:
It was reported that during an emergent cricoidectomy procedure in which a size 6 dct, disposable cannula low pressure cuffed tracheomstomy tube was implanted, the flange separated from the outer cannula. The attending physician/staff elected to temporarily secure/tape the broken device until the patient could be scheduled. The involved device was removed and the patient was reintubated two (2) days later. The patient has returned to baseline condition. The involved 6 dct device was returned to the MFR on 07/07/99 for decontamination, analysis and investigation. The device eval results and the remedial actions taken are recorded on section h. Of this report.